Event description:
A customer contacted baxter's technical service center regarding a slow flow patient line alarm that appeared on the homechoice (hc) unit during priming. The home patient (hp) was getting slow flow patient and just restarted therapy ((B) (4)). The hp was in drain 2. The hp was just released from the hospital due to peritonitis. Now the hp is in initial drain and trying to bypass to fill. The hp's fill volume was 3000ml and the drain volume was 168ml before he ended therapy. The hp then got a check patient line alarm. The technical service representative (tsr) had the hp remove the bandage at the exit site, close and open the transfer set and the alarm repeated. The hp insisted on bypassing to fill to see if he could fill. The hp changed his program to get 1 fill. The alarm repeated and then the fill started. The fill volume was 100ml. The hp did a manual drain and drained 56ml on his own then went back to fill. The hp filled with a fill volume of 276ml then went back to a manual drain and drained 79ml. The hp hung up to call the nurse. The hc unit was operational.

Manufacturer narrative:
(B) (4).the device was not returned to baxter, therefore an evaluation was not performed. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that during an unk procedure, the device did not work. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). This MDR was sent in error for the event of peritonitis. Please see manufacturer report number 1423500-2010-00587 for the investigation of the event of peritonitis.